Event description:
It was reported a revision surgery was performed because cement didn¿t adhere to the femoral component causing it to fell off.

Manufacturer narrative:
The associated device was not returned for evaluation. No relevant supporting clinical information has been provided to assist with a clinical investigation, and there is no report of the patient's current condition. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. A review of manufacturing records did not reveal any deviations that could have contributed to the reported issue. A review of complaint history did not reveal any previous complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. If additional information be received, the complaint will be reopened. We consider this investigation closed.